Event description:
It was reported that a revision surgery was performed. Patient presented with pain and instability. X-rays revealed that component was loose.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices had numerous nicks and scratches from implantation. Cement was still present on the femoral component therefore a dimensional inspection could not be performed. A dimensional inspection was attempted on the insert but it was too damaged from implantation to obtain accurate measurements. A dimensional inspection was performed on the tibial base and it was found to be within specification. The devices were manufactured in 2012 and 2013. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The clinical/ medical team concluded that, although the product was returned for analysis, the cause of the stated failure mode could not be confirmed. Based on the limited information provided the root cause of the reported component loosening and pain cannot be determined. No further clinical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.